Event description:
Customer's wife reported customer's blood glucose has been high, around 500 and 600 mg/dl, and they don't know why. Customer is in bed sick due to his high blood glucose. He treated with a bolus from the insulin pump. Customer has been having high blood glucose ever since getting the insulin pump. Customer and his wife declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).